Manufacturer narrative:
Patient weight not available from the site. UDI not available for this system at time of filing. Device manufacture date not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the axiem communication was not functioning. The field generator emitter and the axiem box were replaced. The system then passed the system checkout and was found to be fully functional. The axiem was returned to the manufacturer for analysis. The axiem was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The field generator was returned to the manufacturer for analysis. Analysis found there was a communication error when the field generator was connected to the axiem box. The interface showed a fault on coil 2. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported the em details showed there was a fault in the emitter stating ¿low drive current¿ and a fault in the axiem box stating ¿axiem box error¿. This issue occurred perioperatively and caused a 20-minute surgical delay. The use of navigation was aborted. There was no reported impact on patient outcome.

Manufacturer narrative:
The analysis of the field generator was completed by medtronic personnel. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.